Event description:
The surgeon inserted an aq2010v silicone three-piece lens and the haptic tore the capsular bag. The reporter stated the lens was only partially inserted and was removed without enlarging the incision. The facility has been contacted and additional information has been requested from the facility. No further information has been forthcoming. This is one of two lenses the surgeon used for this patient - see MFR report# 2023826-2006-00044.

Event description:
The reporter stated the surgeon attempted to insert an az2010v silicone three-piece lens but the surgeon changed his mind for another type lens. The lens remained in the cartridge, there was patient contact but no injury. The reporter stated the lens haptic did not tear the capular bag.